Event description:
The customer reported the c-arm did not boot up. There was a dead battery in the s-ram.

Manufacturer narrative:
(B)(4). The ge service rep ordered parts for the product and repaired the unit. The system operates as intended.